Event description:
A patient was in a hallway outside of a CT scanner when the portable ventilator started alarming "vent failure". The patient was immediately taken off of the ventilator and bagged with 100% oxygen. Sats remained 99-100% and vital signs were stable. The patient was placed on another ventilator in the CT suite. Another portable ventilator was retrieved for the trip back to the ICU. The first ventilator was taken out of service immediately to be assessed for safety and function.